Manufacturer narrative:
(B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. In addition, the patient's significant comorbidities which includes end-stage renal disease likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 6900p 29mm valve, implanted for one (1) year and nine (9) months, underwent a valve-in-valve procedure due to severe mitral stenosis and valve dehiscence. Per the operative report, the patient was admitted to the hospital and was noted to have hypotension on one pressor. The patient's condition worsened and he was in cardiogenic shock. In view of this, the patient was taken emergently to the cath lab and ECMO was placed. Along with the ECMO, the patient underwent a valve-in-valve procedure with a 9600tfx 29mm transcatheter valve successfully. Tee revealed that the leaflets opened well. The patient tolerated the procedure well and hemodynamically improved.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).